Manufacturer narrative:
The device was returned to a third party for evaluation. The device evaluation found that there was a leak in the angulation rubber / working channel, the cover insulation was at the limit range, the device was missing the protective rubber angulation section, and the protective rubber fell off / was smashed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A distributor reported to olympus on behalf of the customer that the bronchofiberscope had a positive leak test on the angulation rubber. Additionally, the distributor reported a scratched and stained cover, opaque adhesives were evident; angles within the range set by the manufacturer; the equipment arrived without angulation rubber and a perforated working channel. The issue was found during reprocessing after an unspecified diagnostic procedure. There was no delay and, there were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the user did not attach eto cap to the subject device in accordance with the instructions for use IFU. Therefore, it was possible that air pressure inside the device did not drop correctly during sterilization, and an irregular load was applied to a-rubber, causing the suggested event. User may detect the suggested event by handling the device in accordance with the following instructions for use (IFU). Bronchofiberscope bf-e2 series chapter 3 "preparation and inspection" user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU. Bronchofiberscope bf-e2 series chapter 7 "cleaning, disinfection and sterilization procedures" 7.8 sterilization: "if eto gas sterilization is performed while the eto cap is not attached, the covering of the bending section can be damaged". Olympus will continue to monitor field performance for this device.